Manufacturer narrative:
The introducer was returned, analyzed and the delivery system fluid pathway was occluded and the sheath was damaged. Visual summary analysis noted that the device was damaged during use. Dried contrast was observed in the valve area and the outer stability member is distorted where it meets the flexible braided shaft. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless pacemaker, high thresholds were observed in each position placed and there was no capture in any position. The device was removed and replaced. It was further reported that the introducer valve was not sealing properly and air was aspirated once the introducer was inserted. The introducer was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.